Event description:
Boston scientific received information that this zoom latitude programmer had the smell of an electrical fire. It was noted that this programmer was used in a research department and not with patients. It was confirmed that there was no smoke emitted from the programmer and it was not hot to the touch. The programmer was later returned for evaluation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer passed all incoming tests; however, technicians confirmed a burnt smell. The unit was opened and the internal components were assessed. A component on the processing control board (pcb) was found to be burnt. The pcb insulator was also found to have been damaged by the burnt part. Both the processing control board and the insulator were replaced and, subsequently, the programmer operated as expected.